Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which originates at the left belt clip rail, cracked middle (enter) keypad button, keypad overlay texture damage. The pump was received without a battery cap. The pump passed the displacement and self tests. The pump was received with white and multi-color vertical lines running along the right edge and a black spot in the lower right corner of the screen. Thus software was utilized and uploaded trace/history files properly. The adapt tool did not list any pump error which could potentially trigger a critical pump error (open book image) . The case was cut open. After visual inspection, there are signs of previous moisture presence along the right edge of the lcd screen and inside the battery compartment. Applied a slight amount of pressure to the lcd screen and did not note any cracks within. In summary, the customer¿s report of fluid inside the case was confirmed during testing. The display anomaly is due to signs of previous moisture presence around the lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported fluid under the screen. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.